Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported a patient suffering from an aneurysm on the a1 segment of the left anterior cerebral artery underwent an endovascular embolization procedure, a 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 /6920540) was advanced within the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 30679785) and arrived at the target position. The physician withdrew the microcatheter to release the stent but felt much resistance. After several adjustments, the stent was still impeded in the microcatheter. The physician retracted the stent with the microcatheter together and replaced both devices to complete the procedure. There was no report of any negative patient impact. On 07-nov-2022, additional information was received. The information indicated that continuous flush had been maintained through the microcatheter. The stent component was reported as still being on the delivery wire when it was removed from the patient. The stent / stent delivery system did not appear damaged. There were not visible kinks nor other damages observed on the microcatheter. Nothing unusual was noted about the system prior to use. The stent was replaced by another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) and the microcatheter was replaced with another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). The reported issue did not result in any clinically significant delay in the procedure. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent component of the 4.5mm x 22mm enterprise® vrd was detached inside the luer hub of the device. The stent component was pulled out and the microcatheter was flushed to check for leakages. A guidewire was inserted into the microcatheter to check for possible obstructions that may have contributed to the reported resistance issue by the physician. No leaks nor obstructions were found. The inner diameter (ID) and outer diameter (od) were measured and confirmed to be within specifications. The reported issue that the 4.5mm x 22mm enterprise® vrd was impeded in the microcatheter could not be confirmed. Factors not described within the information available may have contributed to the issue encountered during the procedure that could not be replicated in the laboratory setting. A review of manufacturing documentation associated with this lot (30679785) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00714 and 3008114965-2022-00715. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 29-nov-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00714 and 3008114965-2022-00715. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported a patient suffering from an aneurysm on the a1 segment of the left anterior cerebral artery underwent an endovascular embolization procedure, a 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) ((B)(4) /6920540) was advanced within the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 30679785) and arrived at the target position. The physician withdrew the microcatheter to release the stent but felt much resistance. After several adjustments, the stent was still impeded in the microcatheter. The physician retracted the stent with the microcatheter together and replaced both devices to complete the procedure. There was no report of any negative patient impact. On 07-nov-2022, additional information was received. The information indicated that continuous flush had been maintained through the microcatheter. The stent component was reported as still being on the delivery wire when it was removed from the patient. The stent / stent delivery system did not appear damaged. There were not visible kinks nor other damages observed on the microcatheter. Nothing unusual was noted about the system prior to use. The stent was replaced by another 4.5mm x 22mm enterprise® vascular reconstruction device (B)(4) and the microcatheter was replaced with another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). The reported issue did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Initial reporter address line 2:(B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30679785) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one product involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00715. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.